Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6). Additional info: event site postal code: (B)(6).

Event description:
It was reported that while using on a patient, the c100 intra-aortic balloon pump (iabp) had blood detected in the balloon. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse was dispatched to evaluate the unit. Fse checked and found blood entered in crm, safety disk, and internal tubing. Purge assy was suspected but there is no direct blood presence in the purge assy. Crm, safety disk and internal tubing need to be replaced. Fault corrected by replacing the crm assy, safety disk and blood tubing assy. Checked the machine and found working satisfactory. Machine handed over to end user with good working condition.